Event description:
It was reported that at the 18month follow-up visit of a patient enrolled in the (B) (4), the patient had vomiting approximately three to four times a day along with gastroesophageal reflux. A gastro-esophageal transit exam was done on the (B) (6) 2009 and revealed a gastric dilatation with slippage. The investigator performed a coelioscopy on the (B) (6) 2009 and identified adhesion around the band. The band was explanted and replaced with midband band. The surgeon stated the event was not related to the sagb band and it could occur with other gastroplasty and in addition, the patient was not compliant with their food diet.

Manufacturer narrative:
(B) (4). (B) (4). The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.